Manufacturer narrative:
Contact at event site is different from initial reporter. It is (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pressure wave was quite low on the console screen. The doctor was able to aspirate blood through the inner lumen and the pressure transducer was reported to be functioning, so the doctor doubted that it was a defect with the balloon.there was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and no blood was observed on the iab catheter. The returned sheath was over the catheter. The technician attempted to insert the 0.025¿ laboratory guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported difficult/unable to monitor pressure waveform event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pressure wave was quite low on the console screen. The doctor was able to aspirate blood through the inner lumen and the pressure transducer was reported to be functioning, so the doctor doubted that it was a defect with the balloon. There was no reported injury to the patient.